Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. At implant, the shock impedance measurements were noted to be 110 ohms, and they have been slowly rising since. No episodes were recorded, and all other rv lead measurements were within acceptable range. The system was reprogrammed, and the rv lead remains in service. No adverse patient effects were reported.